Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient stated that the stimulation is only going up the side of their back instead of up their spine where their pain is. They mentioned that this has been an issue since implant. The patient was redirected to follow-up with their healthcare provider. Additional information was received from the patient. It was reported that the stimulator hasn't helped and it doesn't go up the patient's spine. The patient said it was shocking them. The issue was not resolved as their pain was in discs up their spine. The patient said they were in pain and when they sit, where the battery is gets sore. No further complications were reported.